Event description:
Adult patient developed an upper lip full thickness wound, with serosanguineous drainage believed to have been caused by the anchor fast ett holder. Second event of this nature involving this device.